Event description:
It was reported that 1 bd pen ndl 32g 4mm hp does not detach. The following information was provided by the initial reporter : the consumer reported that it was hard to place the outer cap back onto the pen needle. Date of event: 06/13/2021.

Manufacturer narrative:
H6: investigation summary: customer returned a total of 16 opened 4mm, 32 gauge pen needles. No other identification was provided. The inner shields and pen needle hubs were returned separated from their outer covers. All of the hubs and covers could fit together without issue. While in this configuration, the hubs were each tightened onto a test pen. All of the pen needles could be secured to the test pen and used as intended without issue. The pens are not intended to attach directly to the outer covers, but the pen needle itself. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of difficulty attaching the pen needles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm hp does not detach. The following information was provided by the initial reporter :   the consumer reported that it was hard to place the outer cap back onto the pen needle. Date of event: (B)(6) 2021.